Event description:
When rn was attempting to transfer blood and drainage from stryker cannister into the blood collection bag, the blood and drainage was noted to be leaking from the blood collection bag tubing. Unit was placed while pt was in surgery. Pt was transported from surgery to the recovery room to the ortho neuro unit.======================manufacturer response for stryker, stryker (per site reporter).======================ortho neuro clinical educator notified manufacturer representative to come to pick up the unit for investigation.